Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in the beginning of (B)(6) 2014, patient experienced peritonitis. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, on admission to the hospital, patient was started on fortaz intravenous (IV) (dose and frequency not reported) for peritonitis. On an unreported date, 3-4 days after hospitalization, the patient discontinued fortaz IV. On an unreported date, 3-4 days after the hospitalization, the patient was discharged from the hospital and started with fortaz (ip). The patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13f05068, h13j16050, h13k01019, h13k14046 and h13k26065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.